Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump was alarming due to defective cassette. It is unknown if there was patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the samples consist of two (2) cassette units from p/n 21-7302-24 l/n unknown; the returned samples were received decontaminated inside a plastic bag which is not its original package. Visual inspection results: the sample didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: samples were filled with water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed due to sample was tested and no alarms were activated. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under ncr-000399 that is in corrective action phase. No actions taken were performed since the complaint was not confirmed.